Event description:
It was reported that during an in-clinic interrogation of this pacemaker, a stored atrial tachy response (atr) episode was reviewed that appeared to show a ventricular paced rate of 30 beats per minute (bpm) and also contained anomalies with the markers. The patient denied any procedures on the date the episode was stored. Technical services (ts) requested obtaining a copy of device data be submitted for analysis. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during an in-clinic interrogation of this pacemaker, a stored atrial tachy response (atr) episode was reviewed that appeared to show a ventricular paced rate of 30 beats per minute (bpm) and also contained anomalies with the markers. The patient denied any procedures on the date the episode was stored. Technical services (ts) requested obtaining a copy of device data be submitted for analysis. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that a copy of device data was submitted for analysis, however, the information that was submitted was unable to be analyzed, and ts requested an updated copy be submitted. Information does not suggest that an updated copy of device memory will be submitted at this time. It was reported that the device was later explanted and replaced for reported normal battery depletion. The product has been received for analysis.

Event description:
It was reported that during an in-clinic interrogation of this pacemaker, a stored atrial tachy response (atr) episode was reviewed that appeared to show a ventricular paced rate of 30 beats per minute (bpm) and also contained anomalies with the markers. The patient denied any procedures on the date the episode was stored. Technical services (ts) requested obtaining a copy of device data be submitted for analysis. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that a copy of device data was submitted for analysis, however, the information that was submitted was unable to be analyzed, and ts requested an updated copy be submitted. Information does not suggest that an updated copy of device memory will be submitted at this time.